Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The customer contact stated that during programming of the device, "a double number" was entered instead of an intended single number. No specific pump programming, pt info, or event details were provided. After an unspecified length of time, while the nurse was reviewing the pump settings and noted the programming error. The pump was reprogrammed with the intended programming parameters and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. The device was not isolated or identified by serial number. The customer contact stated, "it was clearly a user issue and there was no problem with the pump." Though requested no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.